Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded/loose dive support disk.

Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 362 mg/dl. Customer has treated with manual injection. The drive support cap is protruded. Nothing further reported.